Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures. During troubleshooting, the fsr observed a broken cuvette when cleaning the cuvette segments. The fsr resolved the issue by replacing the alinity c-series cuvette. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends for the alinity c-series processing module, serial number (B)(6), or the replaced part alinity c-series cuvette. Additionally, labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c-series processing module, serial number (B)(6), or the replaced part alinity c-series cuvette was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Patient identifier: multiple = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated and falsely depressed calcium results and falsely depressed sodium results generated on the alinity c processing module for multiple patients. The results provided were: on (B)(6) 2021, sid (B)(6) initial calcium result was 23.6 mg/dl, repeated on another alinity 8.6 mg/dl (reference range 8.4 to 10.4 mg/dl), previous calcium result was 9.4 mg/dl; on (B)(6) 2021, sid (B)(6) initial sodium result was 116 mmol/l, repeated on another alinity 142 mmol/l (reference range 136 to 145 mmol/l), previous sodium result was 144 / 140 mmol/l; on (B)(6) 2021, sid (B)(6) initial sodium result was 115 mmol/l, repeated on another alinity 138 mmol/l. Sid (B)(6), initial sodium result was 117 mmol/l, repeated on other alinity 142 / 142 / 142 mmol/l; sid (B)(6) initial calcium result was 5.5 mg/dl, repeated 8.4 mg/dl, repeated on another alinity 8.3 / 8.1 / 8.4 mg/dl. No impact to patient management was reported.